Manufacturer narrative:
Evaluation summary: the software analyzer was returned and analysis could not confirm the customer comment that the analyzer was not working. Analysis did find that a connector was cracked. (B)(4).

Event description:
It was reported the analyzer is broken and was not working for no reason at all. Another programmer was used to complete the case. The analyzer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the analyzer is broken and was not working for no reason at all. Another programmer was used to complete the case. The analyzer was returned for repair. No patient complications were reported as a result of this event.